Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm reviewed the iabp log files and observed fault code #2 and fault code #55 but was unable to reproduce the reported issue. As a precautionary measure, the stm replaced the executive processor board. Additionally, the stm observed fault code #37 in the log files and noted that the fault code was logged twice after the gas gain error which indicates that solenoid k10 was not closing. The stm replaced the patient interface module also as a precautionary measure, then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "gas gain in iab circuit" alarm and the iabp unit was swapped out. There was no patient harm; thus, no adverse event reported.